Event description:
The device was returned to the manufacturer for analysis because, the patient no longer felt stimulation. Impedance measurements were greater than 4000 ohms.

Manufacturer narrative:
(B)(4). Final device analysis results revealed broken wire conductors near the distal end.